Event description:
It was reported the device was used during a low anterior resection. It was reported there were no staples in the device. The surgeon hand sewed the purse string. There was no additional consequence to the patient.